Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 353 mg/dl. The customer delivered boluses with the pump to stabilize blood glucose level. The customer reportedly changed the infusion set and cartridge prior to calling tandem technical support. A system check performed with tandem technical support indicated that the pump was operating as expected. Upon a follow up it was indicated that the customers (bg) level had stabilized.